Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug and synthetic mesh. Per operative notes, ¿ in the left inguinal area, the indirect hernia with sac adherent to the cord was dissected completely free from the cord and reduced. The internal ring was repaired and a large perfix plug mesh was placed within the defect in the internal canal and secured with sutures and a piece of synthetic mesh was placed into the inguinal canal covering the inguinal floor and positioned to cover the entire floor. The mesh and external oblique fascia was closed, reapproximated, tacked and secured with sutures." 19-dec-2019 ¿ patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent robotic assisted laparoscopic repair with removal of prior mesh and implant of synthetic mesh. Per operative notes, ¿ in the left inguinal area, there was a migrated mesh plug adherent into the internal ring, testicular vessel. In the abdomen, a direct left inguinal hernia was noted. The mesh was dissected free completely and freed from surrounding tissues. A synthetic mesh was placed to cover the direct, indirect and femoral spaces. The flaps were raised, fascia was closed and reapproximated with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.